Manufacturer narrative:
(B)(6). (B)(4). Field service specialist visited the account and found calibration plastic to be good. System checked found aspirator nozzled out of centering that can be the source of sporadic central island. Perform also preventive maintenance with replacement of 2 optics and filters to improve system condition. Alignment and calibration done. System in specs. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported sporadic central island. Attempts to get additional information from the account were done with no success.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.